Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were made. The patient was in a stable condition.